Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 18 mg/dl at the time of the incident. The customer was at 175 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a past event, and the customer had their settings adjusted. The customer had another low on (B)(6) 2018 that resulted in hospitalization. The insulin pump will be returned for analysis.